Event description:
The infinity m300 patient monitors were reported to have discharged from the infinity central station (ics) without any user interaction. According to the customer, the ics displayed a ¿discharge¿ message at the time of the event, while all patient data remained accessible in the trend tab. The m300 monitors were successfully readmitted, allowing patient monitoring to continue without interruption. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted following the completion of the manufacturer's investigation.